Event description:
The refractive surgery was performed in 2000. The pt had the flaps lifted and cleaned to remove the ingrowth 7 months later. Visual acuity improved from cf to 20/25 (od) and 20/40 (os). Information that the flaps were lifted was received in 2001.